Event description:
The surgeon reported inflammation and brown flakes were seen in the eye post operatively. The surgeon has attributed this event to the oxidation of the trocars, which were recalled. Multiple requests were made for more information on the event and patient status with no response to date.

Manufacturer narrative:
No samples are to return for investigation, as the samples were disposed of at the time of the event. A post marketing action was initiated and reported to FDA district office, who assigned recall numbers. Additionally, an internal corrective/preventive action was opened to further investigate the root cause and identify any additional activities that may be required. This report was mailed to FDA on: 06/19/2009.